Manufacturer narrative:
At this time no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per attorney & medical records: on (B)(6) 2010 the patient underwent a complex modified ripstein procedure and hysterectomy. A bard/davol flat mesh was modified into a "boot shape" and placed in the posterior vaginal space to treat a vaginal prolapse. Attorney alleges unspecified adverse outcomes related to the mesh device.